Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that the owner¿s manual of her onetouch ultramini meter displayed the incorrect lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the alleged packaging issue on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 30 minutes later she developed symptoms of ¿shaky [and] nervous.¿ she was unable or unwilling to say whether she received any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct box contents and the issue was resolved. The patient did not want any products to be replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged packaging issue began.